Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 47 mg/dl as well high blood glucose level of 419 mg/dl. Customer was treated with food for low blood glucose level. Customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The insulin pump will not be returned for analysis.